Event description:
During a bilateral insertion of dbs electrodes using the neuromate stereotactic robot, the surgeon reported that one of the two electrodes was implanted 9mm too deep. The position/trajectory for both electrodes were on the target axis. The surgeon needed to correct the depth of the electrode. No harm to the patient was reported and the surgery was completed successfully. The electrode is a third-party device being inserted using the neuromate robot. Whilst there was no harm to the patient in this instance under different conditions inserting an electrode 9mm too deep could result in serious harm to a patient.

Manufacturer narrative:
The depth of the electrode is often part of a separate workflow step to the positioning of the trajectory by the stereotactic robot. The trajectory was correct so further investigation as to why one electrode was positioned correctly and other was positioned too deep is required to understand if there was a problem with the robot. Request for additional data on the scans of the patient and the workflow used by the surgeon. Also log files will be recovered from the robot.